Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant is unknown, it was reported that on a follow up scan, approximately 3cm of migration of the talent bifurcated stent graft was observed. A proximal type I endoleak was also noted. The physician intervened and implanted two other manufacturer's cuffs resolving the endoleak. The cause of the migration is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).